Event description:
It was reported to philips that the flex pc required manual boot, and a bios reset was performed on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service performed a bios reset and rebooted the system, verifying its operational status. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).